Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume multirate infusors leaked from unspecified locations. This was identified at the hospital and was described as, during preparation the content ¿(5 % dad)¿ , began to come out (leak) which prevented further filling and subsequent placement on patients. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume multirate infusors leaked from unspecified locations. This was identified at the hospital and was described as, during preparation the content ¿(5 % dad)¿ , began to come out (leak) which prevented further filling and subsequent placement on patients. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between october 07, 2021 to october 08, 2021. Three (3) devices were received for evaluation containing fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the fill port cap was removed on sample one, no evidence of leak or fluid was observed coming out of the fill port a leak was observed coming out of the fill port of samples two and three. A functional testing was performed, and there was no evidence of leak observed at the fill port or at other parts of the device on sample one. Further examination of samples two and three revealed the cause of the leak (backflow) at the fill port was due to white particles measured to be between 0.20 to 0.40 square mm in size, stuck under the device checkband. An ftir test identified the white particles to be acrylic material. The device stressmember is made of acrylic material. The reported condition was verified for samples two and three; however, was not verified for sample one. The cause of the reported condition was a manufacturing issue.  A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.